Event description:
It was reported that the patient presented for a generator changes procedure. During interrogation prior to generator change procedure in (B)(6) 2024, it was noted that the atrial lead exhibited noise. During the procedure, the insulation breach of the atrial lead was noted. The physician decided to not replace the atrial lead. The programming changes were performed. The patient was in stable condition and will continue to be monitored.